Event description:
It was reported by the customer that, "incorrect set loading. Sometimes alarm (bd says check IV set alarm, but not always based on our testing)". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes.

Event description:
It was reported by the customer that, "incorrect set loading. Sometimes alarm (bd says check IV set alarm, but not always based on our testing)". There was patient involvement but no harm.